Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 psi group failed to make 3mm holes. The event did not occur during sterile process nor during field inspection. It occurred during internal service activities such as calibration. No patient consequence. This report is for one (1) speedtitan compression implant kit 15x15 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the speed compression implant kit 15x15x15mm has a crack on one of the tips; broken condition cannot be confirmed as the device remains in one piece. CAPA-007225 was initiated for this type of nonconformance, the most important ones being the design of the stick and the molding process at the supplier. A dimensional inspection for the speed compression implant kit 15x15x15mm was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the speed compression implant kit 15x15x15mm would contribute to the complained device issue. This is a known issue with se-1515ti. Process car 1093 was opened in bme's old qms system (qcbd) to investigate this issue on 2016 and was later closed to etq CAPA-007225. After investigation, it was determined that there were several contributing factors for this type of nonconformance, the most important ones being the design of the stick and the molding process at the supplier. Although the injection molding process was identified as the most likely root cause, the supplier stated they could not adhere to bme requirements, therefore CAPA-007286 was initiated in etq on 31 jul 2017 to document the migration from supplier protolabs to supplier apex. Corrective actions (design changes and mold update) have been implemented under co (B)(4). , released november 7, 2017. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not required. The potential impact of the design in the complaint condition has been addressed under CAPA-007225. No further corrective actions are required at this moment. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? N/a. Dimensional inspection: n/a. Device history: part number: se-1515ti. Bme lot number: bse181128. Manufacturing date or release to warehouse date: 07 mar2019. Place of manufacture: biomedical enterprises, san antonio, tx. Lot expiration date: 11 feb2024. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.